Manufacturer narrative:
No product was returned for evaluation. A review of the lot device history records show that all requirements were met. Based on available information, no root cause can be determined and no conclusion can be drawn.

Event description:
Patient experienced a pseudomonas corneal abscess of the left eye. It was reported that patient was hospitalized and treated with fortified eye drops and IV antibiotherapy. The cornea was completely opaque with a large (greater than 5 mm.) Central corneal abscess. Pseudomonas aeruginosa was identified on the contact lenses and the cornea. The prognosis at the time of the report was unknown and no additional information was provided.